Manufacturer narrative:
Block b3: exact date unknown, event occurred july 2024.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.